Event description:
It was reported that a patient experienced an adverse event involving one synthes lumbar plate and one screw. In (B)(6) 2008, the patient had a non- synthes posterior implant which failed. In (B)(6) 2009, the patient had an anterior lumbar interbody fusion (alif) with allograft bone morphogenic protein (bmp) at level l5-s1. An x-ray was conducted on an unknown date revealing that the screw has backed out of the plate. The patient was scheduled for a revision surgery on (B)(6) 2014. The surgeon does not believe that the backing out was due to implant failure but rather by the patient noncompliance. No additional information is available. This report is for the unknown screw, unknown part number. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw, unknown part number. Implant date: (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.